Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively. The explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: (B)(4).